Manufacturer narrative:
Block a2: the patient was born in 1960. Block a4: the patient's weight is 104.3 kg. Block e1: the stent was repositioned and removed by dr. (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23 captures the additional intervention of stent repositioning and suturing. Imdrf impact code f2301 captures the use of graspers to remove the stent.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted to treat a 1.1cm x 15cm malignant stenosis during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. Post-stent placement, on (B)(6) 2024, the patient presented to the emergency department with dysphagia, middle to left upper abdominal pain, and vomiting. It was then noted that the stent had completely migrated proximal to the stomach. The stent was repositioned and sutured to secure its position in the esophagus. However, on (B)(6) 2024, the patient returned to the emergency department with the same symptoms. Consequently, the stent was removed with graspers and the procedure was completed. Note: it was reported that an agile esophageal otw fully covered stent was sutured to secure its position. Per the agile esophageal 23mm otw project e0644, there is sufficient published evidence in the literature to support that the use of standard clips, endoscopic suturing, and over-the-scope clips decreases stent migration but does not eliminate it.